Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a kissing balloon technique (kbt) procedure to treat a moderately calcified, mildly tortuous and 75% stenosed lesion in the atrioventricular node branch. A 3.50x15mm nc trek rx balloon dilatation catheter (bdc) was inflated 3 times and ruptured at an unspecified pressure. A non-abbott balloon was used to complete the procedure. There were no adverse patient effects and there was no reported significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report the following information was provided: the 3.50x15mm nc trek rx balloon dilatation catheter (bdc) was inflated 3 times -12 atmospheres (atms) for the first and second inflations and 18 atms for the third inflation when the balloon ruptured. No additional information was provided.